Event description:
It was reported that pump experienced malfunction identified as code 16, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, assisted contact with resetting pump, and advised caller to contact support again if malfunction recurred, but no further information was available regarding recurrence or additional outcomes.